Manufacturer narrative:
The insulin pump alarmed a21 after battery change causing the insulin pump to reset due to faulty component on the interface board. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test. All operating current test were normal. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarms. The customer stated that they had to rewind and reset the time. The customer's blood glucose was unknown at the time of incident. The customer stated that a basal was not programmed before the unexpected restart alarm. The customer stated that the insulin pump was not stored and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The insulin pump will be returned for analysis.